Event description:
The reporter states that the customer's blood glucose results were 48 mg/dl and 170 mg/dl on the accu-chek compact meter. The results were obtained within 10 mins. No reported actions taken based on the results. No adverse event reported. New system sent to customer and return requested.